Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed the balloon of the complaint instrument is well folded and shows no signs of inflation. Stent imprints were observed between the x-ray markers, indicating that the stent was initially crimped on the balloon.the stent is kinked and several struts are deformed. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to external factors during preparation of the intervention.

Event description:
An orsiro drug-eluting stent system was chosen for treatment. During preparation it was detected that there was no stent on the balloon.